Event description:
One (1) user reports getting bumps on his hands when wearing these latex medical gloves. These bumps appear in his palm and cause a stinging sensation. This is a temporary irritation.